Event description:
The account generated a falsely elevated architect ipth result on a patient sample. Patient 1 = falsely elevated architect ipth result (1151.4 pg/ml) with reagent lot 00710k000 on a patient who repeated lower at another lab (683.4 pg/ml) with architect ipth reagent lot 00311e000. No incorrect results were reported outside of the laboratory. No specific patient information was reported. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation team performed a ticket search to determine that there is no unusual complaint activity for the likely cause lot related to the issue under investigation. However, the ticket trending review identified that further evaluation was required; therefore, an accuracy testing protocol was completed to further investigate the issue. Accuracy testing passed, and met all validity and acceptance criteria. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. Additionally, the investigation team executed a labeling review for likely cause list number 8k25 and issue. No issues were identified. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified. No further investigation is required.